Manufacturer narrative:
Product description: 3.5fr p.u.r. Umbil cath x10, lot number unknown. As no lot number was identified, a manufacturing device history review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. The returned sample consisted of 1 used uvc catheter. The sample came inside a generic plastic bag. During a visual inspection, the catheter revealed that the sample was manipulated as the sample contained remnants of blood. An underwater test was performed and a leak was found below the strain relief in the catheter. A magnified picture was taken of the area and the hole below the strain relief was observed. It is important to consider that the instructions for use warnings are: exercise caution when using sharp instruments near the catheter. Do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use clamps on umbilical vessel catheters. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. The catheter lumen or catheter shaft should be flushed and filled with heparinized saline per hospital protocol. The catheter may be grasped with a smooth forceps or fingertips and inserted into the lumen of the dilated vessel. Catheter lumen should be occluded with saline via intermittent infusion caps or luer-lock syringes during insertion to avoid air emboli]. Based on the available information this potential cause could not be discarded. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a neonatal catheter. The customer reports the catheter cracked and leaked fluid out of the line. The catheter had to be pulled and another IV line accessed on both occasions.